Event description:
It was reported that patient felt the ipg was burning with symptoms of itchiness and discoloration at the pocket site.

Manufacturer narrative:
The suspect medical device reported in this MDR form did not burn the patient. The patient did experience a burning sensation at the pocket site, but no medical intervention was provided. Therefore, this event should not have been reported on a 3500a MDR form.

Event description:
It was reported that patient felt the ipg was burning with symptoms of itchiness and discoloration at the pocket site.